Event description:
It was reported that the right atrial (ra} lead is not capturing, with 380 ohms impedance. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).